Event description:
During a breast biopsy after taking approximately 11 samples for calcifications they received the green cable error code. They checked the cable and noticed that the internal spade inside the gray sleeve had broken off. They stopped the case with the targeted calcifications retrieved. The remaining casess will be rescheduled. St holster being returned for repair.